Event description:
The report indicated prior to cardiac ablation with varipulse catheter and the patient experienced st elevation which was treated with nitroglycerin that dissipated the st elevation. Coronary angiography showed no new blockages. After transseptal access, the varipulse catheter was partially inserted into the left atrium and tpi calibration was in progress. A "very large" st elevation was then noted on the 12 lead electrocardiogram (ECG) signals. The varipulse catheter and sheath were remove and nitroglycerin was given, which helped to dissipate the st elevation. The ablation case was aborted. No ablation had been performed. The physician does not think there was an air embolism related to the varipulse catheter. An interventional cardiologist came in and performed coronary angiography and no new blockages noted. The patient was stable. The physician¿s opinion on the cause of the issue was that there was a coronary spasm post transseptal access. Additional information received indicated the adverse event occurred during use. St elevation was noticed a few minutes after transseptal. The physician¿s opinion on the cause of this adverse event was that it was patient condition related and the physician thought that this was a coronary spasm and unrelated to the catheters used or the procedure itself. Intervention provided was nitro was delivered which reverted the qrs complex back to normal within minutes. Physician speculated that this couldn't have been an air embolism due to this response. The outcome of the adverse event was fully recovered (no residual effects). The patient went home the next day at 10am without any issues. Asked when could come back to get his af ablated. The patient did not require extended hospitalization, but the patient stayed overnight for observation and went home the next day.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The report indicated prior to cardiac ablation with varipulse catheter and the patient experienced st elevation which was treated with nitroglycerin that dissipated the st elevation. Coronary angiography showed no new blockages. After transseptal access, the varipulse catheter was partially inserted into the left atrium and tpi calibration was in progress. A "very large" st elevation was then noted on the 12 lead electrocardiogram (ECG) signals. The varipulse catheter and sheath were remove and nitroglycerin was given, which helped to dissipate the st elevation. The ablation case was aborted. No ablation had been performed. The physician does not think there was an air embolism related to the varipulse catheter. An interventional cardiologist came in and performed coronary angiography and no new blockages noted. The patient was stable. The physician¿s opinion on the cause of the issue was that there was a coronary spasm post transseptal access. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31487328l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).